Manufacturer narrative:
Correction: upon further review, it was determined that the event reported in MFR report # 2937457-2023-00063 was a duplicate of the event reported in 2937457-2023-00062. The event was reported to fresenius by the patient and by the patient's nurse. There will be no further updates on 2937457-2023-00063, which has been deemed a duplicate.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette in the cycler door during step 9 of their pd treatment. It is unknown at which point in therapy the leak may have begun. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the patient's cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette in the cycler door during step 9 of their pd treatment. It is unknown at which point in therapy the leak may have begun. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the patient's cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.